Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead coil impedance was greater than 200 ohms. It was not possible to get venous access, so the rv lead was capped and not replaced. No patient complications have been reported as a result of this event.